Manufacturer narrative:
An outside of the united states (ous) customer contacted a siemens customer care center to report a falsely depressed thyroid stimulating hormone 3-ultra (tsh3 ul) result was obtained on a patient sample on an atellica im 1600 analyzer. Quality controls (qcs) recovered within ranges on the day of the event. Siemens remotely reviewed instrument data and found a cuvette jam and reagent probe 3 (rp3) level sense errors. The cuvette jam was cleared and the rp3 probe was found to be bent. A siemens customer service engineer (cse) was dispatched to the customer¿s site. During this visit, the cse checked the bulk acid bottle, tightness of the acid and vent lines, the bulkhead manifold for leaks, the o-rings, the sensor for the reservoir and operation of the pinch valves. The pinch valves were not aspirating when the valves were closed. The cse removed the reservoir and inspected the ultrasonic channel and vent lines for blockages. The reservoir was reseated and the cleaner line at the manifold was primed. A fluid subsystem check was performed, and nanoparticles were found in the wash probe 1 tubing. The wash probe 1 tubing and the probe tip 3 were cleaned. Daily maintenance, autocheck and qcs were run, which recovered within ranges. The cause of the falsely depressed tsh3 ul result is unknown. The analyzer is performing within specifications. No further evaluation of this analyzer is required.

Event description:
The customer reported a falsely depressed thyroid stimulating hormone 3-ultra (tsh3-ul) result was obtained on a patient sample on an atellica im 1600 analyzer. The erroneous result was reported to the physician(s). The sample was repeated on an alternate atellica im analyzer. The repeat result was reported, as the correct result, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely depressed tsh3-ul result.

Manufacturer narrative:
Siemens filed the initial MDR 2432235-2024-00303 on 21-nov-2024. Additional information (09-dec-2024): in addition to the service activities described in the initial report, a siemens customer service engineer (cse) also replaced the reagent probe 3 (rp3), which returned the instrument to normal operation. Siemens further evaluated the event and concluded that a rp3 malfunction potentially contributed to event. The investigation conclusions code in section h6 was updated to reflect the additional information. The analyzer is performing within specifications. No further evaluation of this analyzer is required.